Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a primary failure of loose clamping pulley screw on axis #5 to be related to the customer reported complaint. The loose clamping pulley screw resulted in loss of tension of the correlating pitch cable. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk, or input shaft. Additional observation(s) reported by site: the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion for a short times. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the distal clevis and grip tips sometimes moved in the opposite direction for a short times. This behavior was observed in the pitch direction. The complaint regarding the device no longer responding to the surgeons command was confirmed by failure analysis. Common causes of the failure mode loose clamping pulley screw are attributed to the component failure. The root cause of this failure mode is attributed to the primary failure of loose clamping pulley screw.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.